Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts) and customer declined to complete the check. Reportedly the customer is wearing the cartridge for longer than 48 hours with humalog insulin. Customer changed the cartridge and successfully resumed insulin therapy. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.